Event description:
Per the audiologist's report, the electrode array lead wire of the pt's device was observed to have extruded through the tympanic membrane. The pt underwent revision surgery in 2007. During surgery, the surgeon determined that the active electrodes were in the cochlear; and therefore, did a tympanoplasty and left the device in place. Intraoperative testing confirmed device function.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.